Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The kink was able to be confirmed. The failure to advance, difficult to position, and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. The 3.5x38mm xience prime stent delivery system (sds) failed to cross the lesion. After several attempts to cross the lesion were made, force was applied, and the proximal shaft was bent. Resistance was felt during withdrawal of the sds; however, the sds was successfully withdrawn. The resistance during advancement and withdrawal was due to interaction with the patient's anatomy or with other devices. The procedure was successfully completed with an unspecified sds. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.